Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced malfunctioning behavior from the smart watch app. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of malfunctioning behavior from the smart watch app could not be determined. A root cause could not be determined.